Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient visited the hospital but it was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient received unspecified treatment for the peritonitis event. At the time of this report, the patient was recovered from the peritonitis event. The action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.